Manufacturer narrative:
H3 device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor does not communicate with a belt) has been confirmed. As rec'd, the monitor did not communicate with a belt. Upon investigation , the belt receptacle was broken free from the case and unplugged j1001 on he ca board. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us dist contacted zoll to report that monitor sn (B)(4) would not communicate with an electrode belt.